Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leaked and plastic o ¿ring was missing. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was not performed. The reservoir will not be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill reservoir test. Reservoir/transfer guard found no leakage anomaly during filling. Also reservoirs no leakage anomaly when removing the plunger easy to release from stopper-plunger. Performed a visual inspection and found no physical or cosmetic damage.